Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now warning. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 5/19/2019 and placed into service on 10/25/2019 with battery pack serial number (B)(6). On 10/17/2023 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until 12/06/23 when a series of replacement battery packs were inserted. The cause of the replace battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.